Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please also see associated report(s): 0001825034 - 2018 - 01053, 0001825034 - 2018 - 01055, 0001825034 - 2018 - 01056. Concomitant medical products: 650-1055 cer bioloxd option hd 28mm 501320, 650-1067 cer option type 1 tpr sleeve +3 749520, 11-301302 arcos con sz b std 60mm 519710. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address an infected right hip revision tha with a fall as a contributing factor. The procedure included an I&d and revision tha for the modular femoral and acetabular components. The distal femoral stem was retained. No further information is available at this time.

Event description:
It was reported the patient underwent total hip revision and an I&d procedure due to infection approximately six (6) months following revision total hip arthroplasty. The distal femoral stem and competitor cup were retained, and a new proximal stem and constrained liner were cemented in with antibiotic cement following the I&d and washout. Patient was placed on life-long suppressive antibiotics. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: arcos con sz b std 60mm cat: 11-301302 lot: 519710; cer option type 1 tpr sleve +3 cat: 650-1067 lot: 749520; cer bioloxd option hd 28mm cat: 650-1055 lot: 501320; arcos 17x150mm spl tpr dist cat: 11-300817 lot: 146970; unknown competitor product. Reported event was confirmed by review of x-rays and medical records provided. X-ray review by radiologist states the greater trochanter fracture was identified in the preop x-ray. Device history record was reviewed and no discrepancies were found. It is reported that a non-zimmer biomet implant was used with the reported biomet components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Hence, the root cause of the reported issue is unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.